Event description:
It was reported that the system would not complete boot up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and reconnected the c-arm to the system. The system operates as intended.